Manufacturer narrative:
Unit received cracked and bleeding lcd glass.

Event description:
It was reported that the insulin pump case was cracked. Customer blood glucose level was unknown. The device will be returned for analysis.